Event description:
It was reported that 11 hours after the iab was inserted, the user experienced continuous high pressure/kinked catheter pump alarms. Also, a slight amount of blood was seen in the helium tubing. The iab was removed and there was no pt complications.